Event description:
Customer reported the unit will not power on. The customer also reports that there is corrosion in the battery compartment. The customer did not specify the date when found. This was discovered during set up and no patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue; there is battery leakage residue on battery door and the flat contacts are corroded due to battery leakage. Unit was tested for power with new batteries. Unit was tested three times after five minute intervals and unit powered up each time without any intermittency observed. Unit passes all functional tests. Note: instructions for use state: the alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white power residue. (B)(4).